Event description:
It was reported that there were (B)(4) 8110 syringe module keypads that needed to be replaced and had cosmetic cracks. There was no reported patient involvement.

Manufacturer narrative:
Correction: after further review, the file is now deemed not reportable malfunction. Please cancel emdr. H3 other text : device is no longer reportable.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there were 26 8110 syringe module keypads that needed to be replaced and had cosmetic cracks. There was no reported patient involvement.